Event description:
It weas reported that the scope had no communication between the tower and the scope. The issue was found during reprocessing. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.